Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A field service engineer (fse) reported a small arf gas smell coming from the front area of the laser head. The fse checked the front premix connection and the connection at the regulator but the smell continued. The laser head will be replaced. Follow up information received from the fse indicated there was not any impact to the employees or patients. The smell was very minimal and the issue has been resolved.

Manufacturer narrative:
Additional information provided. While the fse (field service engineer) was onsite, facility reported a small arf smell coming from the front area of the laser head. Fse checked the front premix connection and connection at the regulator, but smell continued. Fse checked the halogen filter fittings. The fittings were tightened and the gas leak was checked again. The gas smell went away. The system was verified. The root cause could not be determined conclusively. Most possible root cause could be loose halogen filter fittings. The manufacturer internal reference number is: (B)(4).